Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Upon receipt, no communication could be established with the device. The device was tested and the telemetry anomaly was traced to an anomalous hybrid.